Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that multiple knives were not sharp during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Two opened knife samples with foam blade protectors were received seated correctly in trays for the report of not being sharp. The samples were visually inspected. Sample number one was found to be nonconforming with a damaged cutting edge. Sample number two was found to be conforming. Sample two was then tested for penetration and was also found to be conforming. A customer photo was attached to the parent complaint. The photo is of two lidstocks with lot number information that matches that of this report. No other information could be obtained from the photograph. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are five additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to returned sample number one is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4)